Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. All associated products are approved. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A surgeon reported that two weeks following intraocular lens (iol) implant surgery, glistening was observed and there is no harm to the pt. No further info is expected.